Event description:
Reportedly, this is for dixon procedure. When performing a colorectostomy, dr cannot retract the ppceea. Then they found the tissue with an incomplete transection, but a perfect staple line. Then pull out ot oustide the body for cutting. Email sent 9/15/2006: per response, there was unanticipated tissue loss and the surgical time was extended by at least 30 minutes. Changed code from malfunction to serious injury.